Event description:
Boston scientific received information that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining longevity). The physician requested review of the patient's monitoring system stored data. The low voltage alert was detected in mid-(B)(6) 2013. The voltage is currently 2.990 volts and therapy remained unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the in-house engineer estimated the device's daily power fluctuations. The battery voltage has dropped rapidly and at this point, the battery has a limited reserve capacity. Based on stored data review by in-house engineering, boston scientific's technical services contacted the local representative to report that the patient should be scheduled for immediate device replacement. Subsequently, boston scientific received information that the patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident. The device is enroute to boston scientific.

Manufacturer narrative:
Awaiting return of device for laboratory testing to determine root cause.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.